Manufacturer narrative:
This report is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. Additional patient notes included historical condition : large intestine examination taken recently and a lot of the adhesive cream was excreted. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. Additional details the male patient of unknown age reported that he used polident denture adhesive cream 60g. He mentioned that the product is almost not left on the denture when he took it out at night, so he realized that he happened to swallow the product. The patient queried if it would be harmful. He reported that he took large intestine examination recently and a lot of the adhesive cream was excreted so he worried and contacted the company. This case was not accompanying with any symptoms.